Event description:
It was reported that during preparation for a pulsed field ablation (pfa) procedure a faradrive was selected for use. When flushing the device, it was observed more air bubbles in the sheath. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
Visual inspection revealed no outer abnormalities were noted. The sheath was leak tested, and the sheath passed all leak testing. The valves were inspected using microscopy. No significant damage was noted, and no abnormalities were observed. Analysis did not find any abnormalities or defects that could have contributed to the allegation of this event. Therefore, the cause of this allegation cannot be confirmed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a pulsed field ablation (pfa) procedure a faradrive was selected for use. When flushing the device, it was observed more air bubbles in the sheath. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.